Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2024-00321; related manufacturer reference number: 2017865-2024-00322. It was reported that the pacemaker, right ventricular (rv) lead and right atrial (ra) lead were explanted due to infection. The patient was stable throughout the procedure.

Manufacturer narrative:
Correction: please retract this report. Upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the infection is not related to the implant site or implanted device.